Event description:
It was reported that the symptomatic patient presented to clinic. Intermittent oversensing of noise and under pacing were observed. The patient is dependant. The lead was capped and replaced.